Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this patient experienced symptoms of muscle stimulation, and went to the emergency department. During interrogation of device, the pacemaker device was found in safety mode. The device was surgically removed and a new device implanted. Besides surgical intervention no adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this patient experienced symptoms of muscle stimulation, and went to the emergency department. During interrogation of device, the pacemaker device was found in safety mode. The device was surgically removed and a new device implanted. Besides surgical intervention no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.